Event description:
The customer reported that while the unit was in use on a pt, the unit generated an "electrical test failure #52" alarm during "power up". The pt was switched to another unit and therapy was continued. No pt injury was reported. When the facility's biomed attempted to replicate the alarm on the unit's next power-up, the unit generated a "maintenance required code #1" alarm.